Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analysis found no anomalies. (B)(4).

Event description:
It was reported that the device went to elective replacement indicator (eri) suddenly after the ventricular lead impedance dropped. A lead insulation issue was suspected. It was further reported that the patient was symptomatic with shortness of breath upon exertion and was sore under the pacemaker site. The device was explanted and replaced. The physician adjusted the pocket to ease the discomfort. The ventricular lead was capped and replaced. It was also noted that the patient was taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.